Event description:
Upon transfer of a pt from the bathroom the caregiver moved the lift backwards and stumbled. At that point the armrest and handle bar detached and the caregiver fell backwards. The caregiver alleged to be suffering from back pain.